Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A healthcare professional (nurse, cde) contacted animas on the patient's behalf concerned that the subject pump's date and time may have been resetting to with battery change. The reporter claimed when the patient's pump was downloaded during a routine visit she noticed in the report that boluses were given by the patient during hours she would have been sleeping. The patient informed the reporter she did not administer boluses at the time of day it was noted and mentioned that she felt the pump's time may have been programmed incorrectly in the pump. It was noted that the patient was out of the country and the incident occurred when she was abroad. The reporter confirmed that at the time of the visit, the pump was recording all boluses correctly. At the time of the call to animas, the reporter informed customer support that the patient was no longer with her and therefore unable to confirm if the pump reverted to the default date/time with battery change or pump reboots. It is also not known if the patient corrected the pump's time when she was travelling out of the country. Customer support made several attempts by phone to reach the patient to obtain additional information and troubleshoot the alleged issue; however, she was unable to be reached. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the subject pump's time may have been resetting randomly. If the time on the pump is incorrect, this could affect a programmed basal rate and could lead to an under or over delivery of insulin. If the pump was resetting with battery change, the pump displays the "verify" screen after it is rebooted and the time and date must be confirmed on the "verify" screen. This issue (pump resetting with battery change) is not likely to cause an adverse event because the user must manually confirmed the settings prior to use of the device.

Manufacturer narrative:
(B)(4): evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.